Event description:
It was reported that patient received inappropriate shocks due to oversensing. Insulation damage was suspected. The lead was capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasion between 6.2cm and 7.7cm from the connector pin as a result of friction to the ICD can. The filars of the sensing coil were fractured due to fatigue.